Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing resulted in the replacement of the reported field generator. The system then passed the system checkout and was found to be fully functional. The field generator was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed, a communication error was found. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that during inspection it was noted that the system would not work normally with the axiem box, indicating an error message of ¿fault ¿ axiem box system error.¿ no patient present.